Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine device check. The device was post-paced t-wave oversensing on the ventricular channel. Programming change was made. However, another instance of post-paced t-wave oversensing was noted on remote transmission. Additional programming changes were recommended but were not made. Patient will be monitored.